Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device is power cycling. There is no patient involvement.